Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology as per hospital protocol and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was admitted due to recurrent dislocation of status post total hip revision done by dr (B)(6). Dr (B)(6) decided to revise the cup and liner to increase stability of the hip replacement. Dr (B)(6) removed the liner and head and replaced them with a 10 degree hooded liner and a + 7.5 delta head.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Device evaluation was not performed as no products were returned for evaluation. Medical records review was not performed as no medical records were received for review. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including return of device, patient medical records, x-rays and operative reports are needed in order to complete this investigation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was admitted due to recurrent dislocation of status post total hip revision done by dr. (B)(6). Dr. (B)(6). Decided to revise the cup and liner to increase stability of the hip replacement. Dr. (B)(6). Removed the liner and head and replaced them with a 10 degree hooded liner and a + 7.5 delta head.